Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by running a rack rotation test. Fse found impaired movement across x1 and x3 axis of sample loader, opened the sample loader panels and checked white rollers of the pusher foot to find them heavily encrusted with black residue. Fse resolved complaint by removing obstructions to the pusher foot wheels and rails, thoroughly cleaned the interior, adjusted metal plate on x3 axis for smoother movement. Fse validated instrument by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. The aia-2000 operator's manual under appendix 4: error messages states the following: [4313] sample loader x3-axis home overrun cause: the home sensor activated improperly after movement of the sample loader x3-axis. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The most probable cause of the reported event was due to physical impeding of the pusher foot by debris or dust/lint buildup.

Event description:
Customer reported getting error message "4313 sample loader x3-axis home overrun" on the aia-2000 instrument. Customer stated that the error occurs when the rack moves into the instrument. Technical support specialist (tss) instructed the customer to clean the footer, but the customer observed something stuck at the juncture of the two belts and could not move it. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.